Event description:
It was reported that when using the bd pyxis¿ es refrigerator pocket 1.1 had failed and stated that this issue was critical as patient care was affected. The customer tried to turn off the machine and battery backup by using the key, but the issue persisted. The customer stated that the issue caused delay since the patient care was affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) replaced 2 iraq boards for rows 3 and 4 and customer tested drawers and was successfully able to recover an entire fridge and all drawers. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.